Event description:
It was reported that the patient fell and there was a lead integrity alert the next day. 60 cycle noise was found on the stored electrogram but the device checked out fine. Two days later the patient received inappropriate shocks. An alert triggered after the shock and the patient went to the emergency room. Followup information indicated that the fall was unrelated to the device, and that it was determined that the patient had their feet dangling in a pool that was not grounded, resulting in shock. The patient's system works fine and no intervention has been performed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.